Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific info was not provided, precluding a review of the device history record.

Event description:
Revision of optetrak knee components due to infection. Surgeon found no cement mantle on the femoral and tibial components.